Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis and a blood glucose level of 1358 mg/dl. The customer reported that she was vomiting and lost consciousness. Customer was wearing the insulin pump prior to the hospitalization, but it was taken off of her after admission. Blood glucose level at the time of the call was 250 mg/dl. Customer reported that she lost the insulin pump while hospitalized and requested a replacement. The insulin pump was not replaced or returned for analysis.